Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire damage that would have contributed to the reported driveline communication faults. The heartmate 3 modular cable was returned intact. The outer jacket of the modular cable was unremarkable. No other physical anomalies were observed at this time. The modular cable was tested and did not pass testing. The cable was then dissected to reveal that the green (comm a) wire was found to be fully fractured approximately 4.5¿ from the controller connector which caused the observed driveline communication fault alarms in the submitted log files. The relevant sections of the device history records for modular cable, lot number 7723634, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline communication faults were noted in the log file on (B)(6) 2024. Additional information was provided that the alarms were successfully cleared but then the alarms returned (B)(6) 2024. The event log displayed driveline communication a faults. The clinician reported that the modular cable was exchanged, and the alarms resolved.